Event description:
During laparoscopic surgery the ethicon endopath multiseal was applied to the trocar. The device lid would not stay sealed. Two other devices were opened and tried unsuccessfully. A fourth device worked properly and the procedure was completed without any further complications.